Event description:
As reported by edwards implant patient registry (ipr), approximately 5 years 3 months 13 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the valve was explanted and a new 27 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information from the medical records and investigation. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Additional information was received via medical records. Approximately 5 years 3 months 6 days post transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient was admitted to the hospital for explant of the 29 mm sapien 3 valve. There was severe valve stenosis/degeneration due to possible hypoattenuated leaflet thickening (thrombus related thickening). The patient was symptomatic with dyspnea. A transthoracic echocardiogram (tte) was performed which revealed severe aortic stenosis (as), an aortic valve area (ava) of 0.56 cm2 and a mean gradient of 63 mmhg. Approximately 5 years 3 months 13 days post tavr procedure, the patient underwent the surgical aortic valve replacement (savr) procedure in which the stenotic valve was explanted. During the explant of the 29 mm sapien 3 valve, the valve was described as severely degenerated. Subsequently, a 27 mm surgical valve was implanted. A coronary artery bypass graft (CABG) was also performed. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien transcatheter heart valve (thv) valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although a definitive root cause was unable to be determined at this time, the event may be due to one or more of the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.